Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, when the pump was turned back on the touchscreen was unresponsive to presses. Customer had elevated blood glucose (bg) levels in the high 200 mg/dl. Customer delivered manual injections to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.